Event description:
It was reported that upon positioning an embolization coil within an aneurysm, the coil stretched and prematurely detached. A portion of the coil remained in the parent vessel. The coil was retrieved successfully using an intravascular snare. No harm or injury was reported. Patient information - patient identifier, age, sex, and weight are not available.

Manufacturer narrative:
Sample analysis: an evaluation of the actual complaint sample has not been performed as it was reported to not be available. The root cause of this complaint cannot be determined at this time. The device history record was reviewed. No abnormal discrepancies or non-conformances were observed.